Event description:
It was reported that the patient was transferred from a local emergency room with their driveline was disconnected, but it was unknown when and where this occurred. The patient received chest compressions as well. The patient arrived at the hospital connected to two batteries that were partially charged. It was not known how the patient was found by emergency medical systems (ems). Per ventricular assist device (vad) coordinator, no one was present with them when the ambulance arrived. The log file captured controller clock corrupt events all throughout the log with a timestamp of 01jan2000. It was noted motor powers in the 20w range. By the end of the log, the vad had normal parameters with continued controller clock corrupt events. The patient was taken to an outside center and eventually pronounced deceased from cardiogenic shock on (B)(6) 2024. Related controller was reported under manufacturer report number 2916596-2024-01095.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction: section g6 - type of report of the initial report should have included 30-day. Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events, a driveline disconnect, and a delayed pump restart; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiogenic shock and patient¿s outcome could not be conclusively determined through this evaluation. Review of the submitted controller log files appeared to indicate that the system controller in use had been the patient¿s backup controller that did not have the time set. Based on data recorded in the left ventricular assist device (lvad) periodic log file, the controller exchange appeared to have taken place on (B)(6) 2024. The controller event log file captured rotor displacement, high current, motor instability, and magnetic centering lvad fault flags as the pump was attempting to ramp up to speed after the exchange to the patient¿s backup controller but was unable to do so. During these events, one of the motor levitation phases was noted to not be drawing current. The pump was ultimately able to ramp up to speed, with current returning to the levitation phase, and operated as intended at the stored patient speed for the remainder of the file. The specific cause of the delayed startup could not be determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.